Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the flow diminished, and the physician was worried about possible clot ingestion. The pump was removed and a new impella cp was inserted without issue.

Manufacturer narrative:
The investigation for the reported low pump flow issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that the returned pump revealed evidence of a cannula kink. The flows were as expected in the lab. Thus, the root cause of the low flows is most likely due to a cannula kink. This report is being filed as part of a retrospective review of historical records.